Event description:
It was reported that the patient posted on social media indicating that the implantable cardioverter defibrillator (ICD) failed and shocked the patient repeatedly until comatose. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.